Event description:
It was reported over the past year, the pt experienced new symptoms of acute pain, difficulty walking, loss of bladder/bowel control, and when laying on her back, her toes become numb and spastic. An MRI was performed in 2008, the hcp was unable to find any signs or visualize in inflammatory mass. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.